Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the lcsc5 instrument worked for most of the time and then stopped and had a solid tone. They re tightened and cleaned, but still wouldn't work. Another device was used to complete the case. There was no consequence to the pt.